Manufacturer narrative:
Section a5 and a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a divot in the middle of the toric intraocular lens (iol) was identified during the procedure. The lens was fully inserted and subsequently removed from the patient's right eye during the same procedure. Both the lens and the cartridge came into contact with the patient¿s eye. The procedure completed successfully with a backup lens of the same model and diopter. There was no capsule tear, no unplanned vitrectomy, no sutures and no medication outside the standard of care required. It is unknown if there was an incision enlargement. The patient outcome is unknown. The issue did not impact patient's activities of daily life. It was confirmed that the direction for use were followed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jul 23, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced and with the lens taped to the cartridge. Viscoelastic residue was observed to be distributed throughout the cartridge; stress marks were observed on the cartridge tip but were in specification for a used device. The lens module and device assembly were inspected revealing no issues. Viscoelastic residue was observed below the lens module indicating an excessive amount of ophthalmic viscoelastic device (ovd) may have been used. The plunger rod and plunger rod advancement were inspected; no issues were observed. The lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing lens damage. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.